Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow-up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead remains implanted. Patient will be monitored.